Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 5135841.

Event description:
It was reported that the patient was experiencing stabbing pain when rolling over in bed from a protruding spinal cord stimulation (scs) lead. The end of the lead protruded internally, pushing outwards, so it was felt on the skin surface. The skin was not broken, however the lead was pushing out against the skin surface. The patient underwent a revision procedure in which one of the two scs leads was repositioned. It is not known which lead extruded. There were no devices explanted. The patient was doing fine postoperatively.